Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 05-jul-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2014, UDI#: (B)(4). Referencing regulatory report 3004209178-2018-26877 (problems disconnecting the pump from the catheter) as the prior revision referenced is captured under that regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the catheter revision performed on (B)(6) 2018 was not good enough because later that night (on (B)(6) 2018 following pump replacement and catheter revision) the patient was going through withdrawals. The very next day ((B)(6) 2018), the healthcare professional (hcp) decided to remove the whole catheter and replace the catheter with a new 8780. It was noted that both catheters implanted in the patient were removed from the patient's body and disposed. The cause of the patient going through withdrawals was noted to be due to a catheter occlusion at the distal tip. The event date was (B)(6)2018. The patient's weight was around (B)(6) pounds. No further complications were reported.